Manufacturer narrative:
B1 correction: product problem was not initially checked. H6 correction: health effect - clinical code 1924 - failure of implant was not included initially.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's octrode lead had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.